Manufacturer narrative:
D9: the impella device was received for investigation. Once investigation results are provided a supplemental report will be submitted. Correction d1, d4.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Unable to deliver or advance/device interaction or damage by another device: clinical details note that the 0.018 wire was unable to be threaded through the 5.5. Using a new wire did not resolve the issue. The pump was replaced and they had no issues. The pump was returned and evaluated. There were no abnormalities inside the cannula or cages indicating a blockage. There was dried dextrose observed on the impeller. A test wire was threaded through the 5.5 multiple times without issue. The cause of the issue was not determined since no defect was found on the returned pump and the issue could not be reproduced. Device history review: the device passed all the post sterile inspection

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The complainant experienced a delivery failure while a 5.5 pump was being positioned over the abiomed 0.018 guidewire, due to an interaction between the guidewire and the pump that prevented the guidewire from loading properly. Subsequently, a new pump and wire were installed, resulting in no further malfunctions.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.